Event description:
It was reported during catheter insertions by the PICC team in pt's upper extremities they have experienced difficulty with the vps. With retrograde flow they are getting a green arrow. This was witnessed by the clinical support specialist and was seen on the cases stored in the console. There have been no delays in treatment and no pt deaths or complications reported.

Manufacturer narrative:
(B)(4).